Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/interact pain (trunk/limbs) and spinal pain. The implantable neurostimulator was explanted because the device was uncomfortable for the patient. The lead was left implanted.